Manufacturer narrative:
Patient information was refused from the site. No devices were returned to the manufacturer for analysis. Device manufacturing date not known at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that when the site was trying to verify their passive planar blunt, the reference frame and microscope probes were showing disconnected in tracking details even though the localizer showed as connected. The site tried adding and removing toolcards, but had no resolution. The site eventually re-booted the system and the issue was resolved. There was a less than 1-hour delay to the procedure and no impact on patient outcome.